Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cartridge chemistries (cc) probe leak from the collar wash on synchron lx 20 pro clinical systems. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) found the cc sample probe leaking fluid during priming. Fse replaced cc sample probe and collar wash, and sample syringe valve.